Event description:
Caller reported that quick bolus/wake button on pump was difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to press the button firmly with the tip of their finger while supporting the pump, after which the button functioned as intended.